Manufacturer narrative:
Only some parts of the device were returned and evaluated. Based on the parts returned, customer abuse/operator error may have played a part in the alleged event.

Event description:
Dealer alleges consumer ran into her dresser causing injuries to her leg. Consumer's husband claims chair is a "lemon" alleging joystick and motor issues.

Event description:
Dealer alleges consumer ran into her dresser causing injuries to her leg. Consumer's husband claims chair is a "lemon" alleging joystick and motor issues.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.